Event description:
It was reported that a spectrum pump was experiencing a system error 322 alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event. When the investigation is complete, a supplemental report will be submitted.